Event description:
The patient presented with high impedance. The patient is nonverbal, but the caregiver said the patient has not had any recent trauma or pain. The patient's generator is implanted on her back and the mother said sometimes the patient will rub where the lead attaches to the nerve. The last visit was 3-4 months ago and there were no lead impedance issues at that time. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.